Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy web extraction basket to extract a biliary stone. The stone was captured with the basket and difficulty was experienced removing the basket from the biliary duct. The user attempted to manually fracture the stone by applying pressure to the basket handle. When manual fracture of the stone was unsuccessful, the soehendra lithotripsy cable was advanced over the basket wires. After the soehendra handle was attached to the cable mechanical lithotripsy was performed. During lithotripsy, the basket wires broke. Part of the basket and lithotripsy device was removed from the patient and rat tooth forceps were used to remove some of the broken basket wires. The pt was taken to surgery to remove the biliary stone, remaining basket wires, and gall bladder. The pt did not experience any adverse effects due to this occurrence. The patient recovered well from the surgery.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of basket wire breakage. All four basket wires have broken and separated from the drive wire. The basket wires are distorted, indicating excessive pressure had been applied during lithotripsy. The basket handle and outer sheath was not included in the return. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this report, the likelihood of this type of occurrence is rare. Conclusions: a definitive cause for the reported observation was unable to be determined because the condition of the device prohibited a full evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our evaluation. However, we can provide the following comments: the instructions for use for the web extraction basket includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If this proves unsuccessful, the physician may elect to perform mechanical lithotripsy to crush the stone while inside the duct. If passage is till restricted, surgical intervention may be necessary. The instructions for use of the soehendra lithotriptor cable warn the user that due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, thus requiring surgical intervention. The instructions for use of the soehendra lithotriptor cable also warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation is a possibility that may require surgical intervention. Prior to distribution, all web extraction baskets are subjected to a visual inspections and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.